Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00702.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay for two patients. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay tested on nasal sample pcr confirmation testing generated a negative result the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional data: h10 the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Ref MFR number: 1221359-2022-00702.